Manufacturer narrative:
The returned valve was patent and passed reflux, siphon, and leak testing. It was within specs for pressure-flow testing at pressure level 0.5 and 1.0 at 0 cm hydrostatic pressure. The valve was not within specs for pressure-flow testing at pressure levels 1.5 and 2.0. It did not pass preimplantation testing. Dissection of the valve found proteinaceous debris within the valve mechanism. Debris within the valve may interfere with the pressure-flow resulting in high pressure-flow results. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve was broken during implantation.